Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a watchamn flx closure device was implanted. At an unspecified time, a device related thrombus was identified. No further information is available at the time of this report.

Manufacturer narrative:
B5: additional information added d4: model number, lot number, catalog number, expiration date, unique identifier # added d6a: implant date added h4: manufacture date added.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a watchamn flx closure device was implanted. At an unspecified time, a device related thrombus was identified. No further information is available at the time of this report. It was further reported that the thrombus was identified approximately four months post-implant. No intervention has taken place and the patient is at home doing well.